Event description:
(B)(4). Extreme abdominal pain and pain in my back, major headaches, bloating, hardening of the abdomen, possible cysts according to doc, unexplained rashes, high acid tarnishes metals, painful intercourse, heavy bleeding during periods, extreme cramping, memory problems, acne, weight gain, low sex drive because of pain, and trouble concentrating....I think there is more just can't name them off the top of my head...